Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced alarms for placement signal not reliable and that the placement signal waveforms were not present during support. It was reported that there were no values present for the placement signal; however, pump flows and motor current were unaffected. A point of care ultrasound was performed to verify the pump was properly positioned. It was noted that the pump was 4.7 cm across the aortic valve toward the left ventricle apex. It was noted that the pump's function remained as expected with only the sensor malfunctioning. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the placement signal issue was not determined due to lack of clinical details, no product or data logs returned for analysis.